Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. Visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region is similarly worn. Returned devices were examined visually by the naked eye and through magnification. Part was functionally tested. The abutment fit and engaged with a mating implant. Complaint is non-verifiable. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
It was reported that abutment had to much retention. The abutment did not disengage from the implant then the dentist had to apply extra force in order to remove it. The dentist decided to replace it by another one